Event description:
Patient had been receiving intrathecal baclofen therapy for years and had a pump replacement last year. Since then, the patient had experienced increased spasticity 1-3 weeks prior to refill and requires oral baclofen to control the increase in spasticity. 1-2 days after the refill, the patient does well and the oral baclofen is stopped. The hcp has noted on a couple of occasions at refill, that there is less drug in the reservoir than expected.